Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2 pocket a1 was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 pocket a1 kept failing. A field service engineer found that the row tray cable was partly connected at the door controller printed circuit board (pcb). The fse resecured the drawer controller printed circuit board (pcb) row cable, tray row cable, recharger cable, and internal pyxis bus cable, then verified proper operation of all drawer pockets and released. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2 pocket a1 was failed frequently. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.